Event description:
The customer stated the device has error code 2003 which is a cycle power error code. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.